Manufacturer narrative:
A ge rep evaluated the system and customer replaced the batteries. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system displays a filament regulator error. No pt injury was reported.